Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Only unused product was returned for evaluation. The device was evaluated and found to be within specification.

Event description:
In this case a customer reported that a k-reamer "handle gets loose from the shaft." Treatment was completed. The dentist was not willing to provide more information.